Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection: however, technical assistance center (tac) provided remote troubleshooting which resolved the issue by switching the splitter cable from remote 1 port to remote 2 port and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the issue was resolved by plugging in the splitter cable to a different port. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device was pixelated with red border. The event occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.